Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the controller broke at the connector port - patient stated they have had this happen a year ago where the connection where the controller connects to the recharger there is a metal piece that pops off so she has to hold it in a particular way to get it to charge. Patient stated they know how to get the controller to work with this piece broken but they were traveling for thanksgiving and when they came back the controller would not turn on. It was reported that the patienthad tried taking the battery out and plugging the controller into the ac power cord but the controller would not power on. Patient service specialist is sending a request to the repair team for the controller. Pt reported there was something broken in the port of the controller and the rtm and ac power cord would not stay connected.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.